Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: device manufacturer date details are not provided by the customer. Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in dijon has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula end. The healthcare facility further reported that the patient experienced a brief episode of oxygen desaturation. No further consequences were reported. F&p is in the process of gathering additional information from the healthcare facility about the reported event.

Event description:
A healthcare facility in dijon has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula end. The healthcare facility further reported that the patient experienced a brief episode of oxygen desaturation, which was resolved upon replacement of the cannula. No further consequences were reported.

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: device manufacturer date details are not provided by the customer. Method: the subject device, ojr412 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Results: evaluation of the provided photography confirmed that one of the tubes was detached from the cannula tube joint. Additionally, parts of the tubing were also observed to be stretched. Conclusion: based on the visual inspection of provided photography, and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."